Event description:
Disposable harmonic scalpel was used in laparoscopic procedure. One side of the jaw fell off into the patient's abdomen. The instrument was removed and the small piece that broke off was retrieved from the abdomen. There was no harm to the patient.